Event description:
The customer contacted stryker to report that their device did not deliver energy when the shock button was pressed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker replaced the device's therapy pcb to resolve the reported issue .after completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the removed therapy pcb and was unable to duplicate the reported issue. Further root cause could not be determined. The cause of the reported issue was a faulty therapy pcb.

Event description:
The customer contacted stryker to report that their device did not deliver energy when the shock button was pressed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.